Event description:
It was reported that the patient¿s implantable cardioverter defibrillator exhibited premature battery depletion. The patient presented for follow-up in clinic on (B)(6) 2017 experiencing palpitations. Attempts were made to disable high voltage therapy. The device was unable to interrogate and battery depletion was suspected. It was noted that the patient was lost to follow-up for the last year. The patient was not pacer dependent. No intervention was performed.